Manufacturer narrative:
Device investigation narrative - one fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent. No ts or suture remain on the insertion needle but were returned. Examination of the construct showed t1 is missing its distal end, t2 and the suture showed no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.(B)(4).

Event description:
It was repoted that the t-2 anchor failed to deploy. A backup device was available to complete the procedure without delay or patient impact.